Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
A week after cardiac pulse field ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced a phrenic nerve issue and dyspnea. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On 15-apr-2026, bwi received additional information indicating that the physician's opinion on the cause of the adverse event was application of pfa (pulse field ablation) at the ostium of the right upper vein. Section a details were also provided such as the patient's date of birth, weight, gender, ethnicity, race. Section b3 date of event was also provided (25-feb-2026). On 15-apr-2026, the product investigation was also completed as the complaint device was not returned for analysis. Those investigation details are as follows: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).